Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 5ml syringe with needle had white foreign matter at the tip of the catheter. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: sample evaluation. We have been provided with the affected sample which show sprinkled epoxy (adhesive used to join metal part and hub plastic part, not contamination) on the external hub wall. Bhr review. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2020 (september 2 - 3rd, 2016). Needles were assembled in lot #6214070. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the epoxy lot #i661902218, and no problems, defects or qn related to the reported issue were found. We have also reviewed the hub lot #6230035, and #6196245 and no problems, defects or qn related to the reported issue were found. We have also reviewed the cannula lot #6099313, and #6062162 and no problems, defects or qn related to the reported issue were found. Root cause description: root cause analysis. This issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some blockage or jump, excessive quantity of epoxy was dosage resulting in the reported issue. Finally, epoxy was cured on hub wall. During in-process quality inspection, operator detected the issue, however, affected materials were not appropriately segregated probably due to a human error. Based on our experience, the probability of occurrence of this non-conformance should be very low supported by the low percentage of defects identified in our routine in-process inspections. Confirmation: the provided picture and sample confirmed that the foreign matter in the hub of the needle, was composed by adhesive. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Rationale: based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.